Manufacturer narrative:
The field service engineer (fse) did not identify any instrument issues. The fse inspected the instrument and associated assemblies, performed an ise check with passing results, and checked all probes and nozzles. The fse performed precision testing with acceptable results. Qc was acceptable. There is no indication of a reagent or instrument performance issue. Calibration was last performed on (B)(6) 2023 with acceptable results. No issues were identified during a review of the alarm trace data. Although no cause was found, the instrument performance was verified and the issue appears to be resolved. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) and chloride (cl) on a cobas 6000 c (501) module. The initial na result was 112 mmol/l with a data flag. The repeat was 140 mmol/l. The initial cl result was 123 mmol/l with a data flag. The repeat was 98 mmol/l with a data flag. The questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The electrode lot numbers with expiration dates were not provided.